Event description:
Info received from a medwatch states: "while the physician was refilling an implanted arrow pump reservoir with heparin - 50,000 units - in bacteriostatic water - q to 30ml -, the needle broke off at the base while still inserted in the pt. The physician removed the needle with an alcohol pad and clamp. The needle was bent about 30 degrees approx 3/4 inches from the base during the removal process. Packaged needle is straight." The sample and additional info (age, sex, weight) were received 3/14/2001. The pt suffered no adverse effects as a result of this occurrence.